Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a representative via a healthcare provider (hcp) regarding a patient receiving infumorph 5mg/ml at 0.26mg/day via an implantable infusion pump. The indication for use was unknown. On an unknown date, a catheter access port (cap) study was performed and failed. Aspiration was attempted multiple times and the catheter was found to be broken. It was then replaced and 17 centimeters (cm) were left in the spine. The pump was also replaced due to early replacement indicator (eri). No signs or symptoms were reported. As of (B)(6) 2015, the issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ if additional information becomes available, a follow-up report will be submitted.